Manufacturer narrative:
As reported, the x-stream laparoscopic irrigation tubing set is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(4) 2020. Note, the date of event provided is based on a best estimate on the date of awareness of the reported event. If/when the sample is received and evaluated or additional information is provided, a supplemental MDR will be submitted.

Event description:
It was reported that, the x-stream laparoscopic irrigation tubing set with nezhat-dorsey trumpet valve 5 mm x 33 cm leaked irrigation fluid during an unknown procedure. Another device was used to complete the procedure. There was no reported patient injury.